Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn between 4 and 24 hours on the arm. It was noted that the cannula dislodged from the site and was bent. As treatment for the hyperglycemia, manual injections were administered.

Manufacturer narrative:
The device was received and no timeouts or drive stalls were seen in the device data. No issues were found with the device that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be determined. Inspection of the soft cannula found no bends, kinks, or other damage.